Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (item # tsvwb8) was received in spain and sent to pbg for investigation, but no product or confirmation of the product having been received in pbg is present, so the product is believed to be lost in transit. This investigation will be re-opened and updated should the product arrive for investigation. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and was in place for approximately 4 months. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (63716589). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63716589) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (pain) or device (tsvwb8). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvwb8) was extracted due to pain at tooth location 3.